Manufacturer narrative:
Other applicable components are: product ID 977a290 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type lead product ID 977a190 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient had woken up to a burning sensation the night of (B)(6) 2017. The burning and the pain where the patient has an entrapped nerve was getting more severe. It was noted the entrapped nerve felt like the size of a quarter. They reported the lead felt like it was 6 inches further down than where it should be. They turned the stimulation down to 0.0 volts but the burning sensation did not resolve. The device was found to be on so the patient was provided assistance to turn the device off. They were redirected to see a doctor. The patient had tried to contact the implanting physician but that doctor no longer works with the clinic anymore. They also tried contacting a manufacturer representative (rep) they use to work with but that rep no longer works with the manufacturer. Physician listings were sent to the patient. No further complications were reported.